Event description:
A malfunction was reported with a code of malf 12, identified before any notable events occurred. There was no reported adverse impact event. Technical support provided information to reset the pump, assisted in the process, and confirmed the malfunction did not recur after resetting. The customer was advised to continue using the pump and to call back if the issue happens again.